Manufacturer narrative:
An investigation is currently underway. Once completed, an update investigation will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2015 that a customer had a non-specific issue with an scd controller. The unit was returned to a local covidien service center and a service technician found that the power cord was burnt.

Manufacturer narrative:
An investigation of the reported condition was performed on (B)(6) 2015 by (B)(6). One scd express was returned for investigation for the reported condition of; customer had a non-specific issue with the unit. Initial inspection of the power cord showed it failed to meet operational specifications because of burn marks on the power cord insulation and the cord had appeared to be cut, exposing the internal copper wires which presented an electrical shock hazard, identifying a failure within the unit. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. Additional triage testing found the unit had no battery power. Several parts on the control board were replaced to correct the failure. Additional service information states the rear case of the unit had a damaged screw boss. Screw boss was replaced to correct the failure. The unit was fully tested and passed all operational specifications. Product scd express controller was manufactured in 2006. The device history record was reviewed and all parameters and acceptance criteria were within specified limits when released. This information will be utilized for trending purposes to determine the need for corrective action.